Event description:
There is a screw like object that is called a "check point" that is screwed into the femur that is used for the navigating during the total robotic hip arthroplasty procedure. It is something that is to be counted (surgeon) during the procedure and the circulating nurse was unaware of this object was on the field nor that it was also to be counted. During the surgeon's second case, the surgeon asked the surgical tech if he removed the check point from the patient to which the surgical tech replied, "no" (not in his scope). Surgeon stated he wanted to see the x-ray from the first case because he think that he left the "check point" in the patient. The circulating rn was confused and said all of the counts were correct. He looked at the x-ray and saw the small screw still in the patient's femur. The surgeon then asked the room if it was part of the count because it is supposed to be. The circulating rn stated she was unaware of the object and did not count the object. Scrub stated that he did not covey/count the check point during the count. The item is a screw and md stated that it shouldn't cause any issue to the patient.